Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis determined that the burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues).

Event description:
It was reported that the instrument would not conduct electricity. During repair, it was noted that the black plastic part was burnt at the connection.